Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's ins recharger is frozen on one screen. The patient reported he has had return of back pain since he cannot charge his ins since (B)(6) 2017. It was reviewed how to reset the ins recharger. The reset resolved the frozen screen on the recharger. Patient reported he is connected to his charger and is actively charging his ins. The patient had a sudden change in therapy due to not being able to charge. No further complications were reported. No additional patient symptoms have been reported.